Event description:
Medtronic received information that during a cardiopulmonary bypass case, low flow through this cannula was observed. The cannula was changed-out with no consequence to the patient. Visual examination of the cannula demonstrated foreign material within the lumen of the cannula. The product was returned for analysis.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows a small piece of loose foreign material was returned in a sealed container along with the cannula. Inspection of the loose piece of f/m shows the returned material resembles the adhesive material used to bond the metal tip. Further inspection shows the diameter of the foreign material is .124" which is the same as the inside diameter of the metal tip. In addition, the tp end of cannula was removed near the white sleeve. Inspection of the white sleeve shows some evidence of excessive material on the inside surface. Manufacturing has been notified of the event, and continues to investigate for root cause. A review of complaints has noted no similar events on this product lot, suggesting this to be an isolated occurrence. Conclusion: reduced performance of the device occurred and is related to the event. Device changed out with no reported adverse patient effect.